Event description:
It was reported that the patient with this pacemaker device exhibited noise and oversensing on the right ventricular (rv) channel. Upon review, technical services (ts) stated that the patient device was programmed to vvi and it could be like some procedural noise or pacing was occurring. This device remains in service. No adverse patient effects were reported.